Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blacked out image could not be confirmed and a definitive root cause of the issue could not be determined, however, it is likely that there was an electronic component failure due observed bending section water leakage that resulted in the image issue. The event may be detected by following the instructions for use section below: inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had black screen during preparation for use for a diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to pinching on the bending section, water tightness is lost, bending tube is deformed, and the up angle is insufficient. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.